Manufacturer narrative:
This incident is the direct result of misuse of the product in failing to heed the warnings/instructions provided with the product.

Event description:
Complainant alleges that her grandson fell out of bed onto the vaporizer that had been operating on the floor which resulted in burns to his leg.